Event description:
During a meniscus repair procedure utilizing a fast-fix 360 curved ndl delivery sys, it was reported that both implants deployed at the same time. The implants (t1 and t2) were not removed and remain in the patient unsupported. The case was completed with backup fast-fix 360 curved ndl delivery sys devices. The patient¿s condition was reported as okay post procedure.

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis. A review of the device history records and quality records associated with this manufactured lot confirmed that no abnormalities were reported with this product lot during manufacture. (B)(4).